Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause investigation will continue to be investigated through CAPA (corrective and preventive action) investigated (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was a faulty phm (pumphead module). The phm has been replaced. A follow-up will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: this device is currently being evaluated by baxter and is not yet complete. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During baxter's review of another report, it was discovered that failure code 806:10 occurred once. It is unknown in which care area or during which process step the failure occurred. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.03.00, categorized as unremediated.